Manufacturer narrative:
(B)(6). Date of post-operative device breakage is unknown. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: february 26, 2015. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2015 to treat a compound clavicle diaphysis fracture. During that procedure, a locking compression (lcp) reconstruction plate was implanted along with screws. By the fourteenth (14th) post-operative day, device breakage had been confirmed. The patient began noting discomfort on or around (B)(6) 2015 when weights of about ten (10) kilograms were carried. X-ray images taken on (B)(6) 2015 confirmed plate breakage. The patient underwent a re-osteosynthesis procedure on (B)(6) 2015 during which a broken plate and screws were removed. The patient was fixated with another plate. This report is 1 of 7 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was performed ¿ as received condition of device: the parts are clean and have signs of usage. The surface of the implant (material number: 445.071; lot number: 9369614) is damaged and scratched. On the side of the implant are deep notches and deep marks visible. On the bottom side of the implant are defects in color. These defects are not from the production of the implant but must of been originated during surgery or while being implanted. The implant was bended during the surgery as intended but the marks on the side of the implant should not be there when using the right bending tool or using the tool correctly. A bending of the plate is according to the information brochure lcp looking compression plate. The bending point has to be between two holes and specific bending tool has to be used. The investigation of the raw material has shown that the raw material is as should be. The conclusion of the DHR review is that no issues where found during the production process. Everything was manufactured correctly. Conclusion: the reason for the breaking of the implant could not be determined in relation to production failure. The implant was produced according to the requirements. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.